Event description:
It was reported that the t: slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer attempted using different charging supplies, which did not resolve the issue, leading to a replacement pump being sent by technical support. The customer planned to use multiple daily injections (mdi) as backup therapy and was provided instructions for returning the malfunctioning pump.